Event description:
It was reported that the patient was experiencing ineffective stimulation due to high impedances. Surgical intervention was undertaken and the lead was explanted and replaced. The investigation did not determine which lead contributed to this issue.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4). During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.